Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark), a guidewire, and a non-penumbra sheath (6f). It was noted that the patient¿s anatomy was tortuous. During the procedure, while withdrawing the benchmark, a vasospasm occurred in the patient vessel causing the benchmark to fracture. The proximal part of the benchmark was removed, but the distal length remained in the right subclavian artery. Several attempts were made to remove the fractured portion of the benchmark with a snare device but were unsuccessful. The procedure was completed at this point. The fractured portion of the benchmark remains in the patient.